Manufacturer narrative:
The technician replaced the foot hi/low down valve and the issue returned. The technician replaced the solenoid valve to resolve the issue.

Event description:
The account alleged the foot hi/low is drifting down slowly. No patient impact.